Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Exempt. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with manipler skin stapler. The client reported that one corner of the single packages (6 units) of a box were broken. The outer box was unbroken and in a good condition. There is no patient involvement.

Manufacturer narrative:
Samples received: 6 unopened units (5 with the blister corner broken). Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market 8,856 units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received 6 unopened units (5 with the blister corner broken) for analysis. 1) production record sheet and sample product check -no abnormalities were found in the record sheet. -no problem was found with the product sample. 2) visual inspection of the returned staplers with packaging materials (6 staplers): outer carton box: -2 corners of outer carton box was deformed and damaged (one was in front and another one was on the back side.) Product blister pack: - one corner of blister pack were broken. - 5 pcs out of 6 pcs were broken and the broken part was all the same. As the result of the investigation, no problem was found with the production record and product sample in stock. It was observed that the 5 pcs of deformed/damaged product blister packs and deformed/damaged part of the outer carton box matched. It is likely that the blister packs were sandwiched between the front and back of the outer carton box, or subjected to a strong impact such as dropping, which caused the blister packs to deform/damage. However, the origin of the defect could not be determined. Final conclusion: taking into account that the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.